Manufacturer narrative:
Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. The customer did not request service for the system. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that two patient's experienced thermal burn after use of the phacoemulsification handpiece. This report is for one out of two patients. Additional information was received from the customer reporting a patient experienced a wound burn, in the right eye, upon initiation of phacoemulsification in otherwise routine cataract extraction. Sculpt settings with white flume occurring with position 2 and 3. The patient presented four days later with shallow anterior chamber, chorodial and hypotony maculopathy. As a result, the patient underwent a secondary procedure for anterior chamber reformation and wound revision. Further treatment planned to remove remaining sutures and refract. Hypotony maculopathy slowly improving but likely limited in potential due to folds. Patient has residual metamorphopsia and paracentral scotoma. The surgeon speculates there could have been an occlusion, however, it is unknown if the occlusion tone was heard.